Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited high impedances, oversensing, and noise when tested through the device. The lead was tested via the analyzer, and exhibited normal sensing and impedances. The lead was tested through the device once more, with similar results, even after verifying that the lead pin was fully inserted. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2004; 4194 implantable pacing lead - (B)(6) 2004. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited high impedances, oversensing, and noise when tested through the device. The lead was tested via the analyzer, and exhibited normal sensing and impedances. The lead was tested through the device once more, with similar results, even after verifying that the lead pin was fully inserted. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.